Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowth with microstriae in right eye at the one month post op visit. Patient had flap lift and rinse. It was stated that the patient didn''t experience loss of best corrected visual acuity (bcva). The patient complained of blurry vision in right eye.

Manufacturer narrative:
(B)(4):the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.